Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No charge/battery lasts less than expected anomaly, no rewind anomaly, no prime/fill anomaly and no delivery alarm/occlusion noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump had prime and rewind process multiple times. Customer¿s blood glucose was unknown at the time of incident. Customer stated that insulin pump had unexplained no delivery alarms and battery life diminished. The insulin pump will not be returned for analysis.